Event description:
The hosp reported that during preparation for a coronary artery bypass grafts surgery, three heartstring seals were unraveled while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hosp. Institute: hosp this report is for the first seal.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is outside of deployment tube and seal unraveled from the stem to approximately midway. The reported complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.